Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and performed the required calibrations to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis (fa) team. Fa was not able to duplicate the reported issue; however, it was confirmed via log review. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a surgeon console fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the mtm2 was inspected, and no fault to be identified.

Event description:
It was reported that during a training/demo of the da vinci system, the arm 1 jaws twisted up when the surgeon let go of the masters in following mode. Technical support engineer (tse) had customer swap instruments and the sterile adapter between arms 1 and 3, and the issue stayed with arm 1. Then, tse had customer move the endoscope from 2 to 3 and put instruments on arms 2 and 4 with the left master tool manipulator (mtm) assigned to arm 2, and the same issue occurred. This issue seemed to follow the mtm assignments indicating most likely the left mtm was the issue. There was no report of patient involvement.